Manufacturer narrative:
Based on the available information, the fse visited the customer site, evaluated the device, and confirmed that the treatment test failed due to a faulty paddle. The fse replaced the defective paddle with a new paddle, and the device has been returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the treatment testing failed.